Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer&#38112;blood glucose level was not impacted. The customer was able to load a new cartridge successfully.